Manufacturer narrative:
The reported event of ¿the insulation on the proximal end of lead split and blood was inside the insulation¿ was confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual inspection found the outer insulation cut in the proximal region and blood noted inside the insulation. The cause of the reported event was isolated to the procedural damage to the lead body insulation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead revision. During the procedure, it was noted that when the physician attempted to implant the lead in the left bundle branch (lbb) area, the insulation of the lead was found to be damaged and there was a presence of blood inside the lead's insulation. The rv lead was not used and replaced. The patient was in stable condition.

Event description:
New information received notes that the lead insulation damage was observed visually with spilt over several inches.